Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. Reportedly, customer contacted health care provider to obtain alternate insulin therapy. There was no reported adverse impact to the customer.